Event description:
It was reported an adverse event occurred. On (b)(6)2026, the patient experienced dizziness followed by loss of consciousness (LOC) and sustained a fall. During the fall, the patient brushed her arm against a surface, struck the side of her head, and hit the floor. The duration of the LOC is unknown. No CGM or fingerstick blood glucose (FSBG) readings were available before or during the event because the patient was unconscious and unable to perform glucose testing. After regaining consciousness, the patient's partner checked her glucose level and obtained a FSBG of 50 mg/dL. The partner then contacted the patient's physician. The physician advised administration of a glucose tablet to treat the hypoglycemic event. The patient had already regained consciousness prior to taking the glucose tablet. As a result of the fall, the patient sustained bruising to an arm and a bump on the head. The patient did not specify whether the injured arm was the left or right arm. The patient did not seek emergency medical evaluation or treatment for the injuries or diagnostic testing or outpatient care. At the time of the report, the patient was doing well. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4)H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.